Event description:
It was reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to ensure the pump was plugged into the tandem mobi wall adapter for at least 30 minutes, but the issue persisted with an unstable charging connection. Using a different charging cable did not resolve the problem, and the customer did not have an alternative charging pad. A replacement charging pad, cable, and wall adapter were sent to the customer which ultimately resolved the issue.